Event description:
Reporter stated that, while priming a new infusion set, insulin leaked inside of the device's insulin cartridge chamber. No error messages were generated by the device. Reporter indicated that there was no apparent damge to the insulin cartridge, and suspects that the insulin may have leaked from the base of the cartridge, near the rubber stopper. Pt's blood glucose was not affected and no treatment was received. At the time of the report, pt had already switched to their back-up device.